Event description:
It was reported that during a da vinci si hysterectomy procedure on (B)(6) 2013, the surgical staff indicated that a non-recoverable error 40006 issue occurred. The surgical staff rebooted the system but the error message reportedly persisted. The patient side cart (psc), surgeon side console (ssc), and vision side cart (vcs) were reportedly powered off and the system powered up and homed as expected. A clinical sales representative (csr) monitored the site's system log remotely and identified error 40006 pointing to the left master tool manipulator (mtml). The csr also identified the following errors in the system log: 1103, 55000, 55100, 31201, 255521, 25100, 25116, and 50000. Due to the unresolved and recurring error 40006 issue, the surgeon reportedly made the decision to convert the procedure to open surgical techniques.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) visited the site and reportedly resolved the error 40006 issue by replacing the a remote arm controller (rac) board. The fse also replaced the dual motor drive (dmd) board and the motor connector backplane (mcb) to resolve an error 31046 issue. According to the fse, the system was tested and passed to original equipment manufacturer specifications. The dmd was returned to isi and evaluated. Engineering evaluation was able to replicate the reported error 31046 issue while testing the dmd on an in-house pca system. The rac was returned to isi and evaluated. Engineering evaluation was unable to duplicate the reported error message issue. The rac was tested on an in-house patient cart controller (pcc) and found to have passed. Engineering evaluation did not find any issues with the rac. The mcb was also returned to isi and evaluated. Engineering evaluation was unable to replicate the reported error 31046 issue by testing the mcb on an in-house printed circuit assembly (pca). On (B)(4) 2013, isi contacted the csr to obtain additional information regarding the reported event. The csr indicated that the error 40006 issue began while the incision ports were being placed and before the psc was docked to the patient. At that time, the patient had been under anesthesia for approximately 30 minutes. The csr did not know if the patient experienced any intra-operative or post-operative complications. According to the csr, the patient was doing well. On (B)(4) 2013, isi contacted the site and obtained additional information regarding the reported event. The reporter indicated that the patient was under anesthesia for about 1 hour and the psc was docked to the patient. The reporter confirmed that the error 40006 issue occurred before the da vinci si hysterectomy procedure was started. However, the reporter indicated that while he and the csr were troubleshooting the error message issue, the surgeon attempted to use the da vinci si system for about 10-15 minutes. Due to the recurring error message issue, the reporter indicated that the surgeon made the decision to convert to open surgical techniques. To the reporter's knowledge, the patient did not experience any intra-operative or post-operative complications. He also verified that the da vinci si system was successfully repaired by the fse.